Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly presented at the hospital with active leaking shingles sores. The sores were underneath the therapy electrodes. The patient's physician removed the lifevest during the outbreak as the lifevest was rubbing against the sores and breaking them open. The medical outcome is unknown.